Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The intraocular lens was visually inspected under a microscope. Visual inspection revealed that the lens was returned cut in two pieces. Surface residuals (fiber/particles) were observed on the lens. The lens was returned with one of the haptics distorted. The lens condition is consistent with a lens that was explanted from the patient¿s eye. Due to the condition of the sample returned the diopter measurement could not be performed. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing record was reviewed and showed that all process operations presented from molding to boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. The manufacturing record was reviewed and the documentation shows that the production order was manufactured according to specifications and no deviation or assignable cause was identified when this production order was manufactured. Based on the investigation, the product met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the lens was explanted from the patient's left eye in a secondary procedure due to a myopic outcome after the lens was implanted. It was stated that there was no use error, the incision was not enlarged and a vitrectomy was not performed. No patient injury was reported. It was reported that the patient's visual outcome is excellent.